Event description:
The customer reported via telephone call that the insulin pump alarmed to check settings. The blood glucose reading was 204 mg/dl. The first alarm occurred after programming the date and time and the second occurred two hours after rewinding the insulin pump. The customer also reported receiving an auto off alarm and was assisted in disabling it. The customer reported he may have accidentally selected auto off for 2 hours by accident when trying to silence alerts. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.